Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. When the test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, a secondary issue of vial over labeled by a third party was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Supplemental sent to correct information previously sent. Additional issues were noted. The returned vial was found to contain incorrect product not manufactured by lfs and the test strips were found to have been designated for a country different to the customer country. Result and conclusion codes previously omitted have been added.